Event description:
It was reported that during a ptca procedure, it was difficult to cross the lesion with the guide wire. As the guide wire was being torqued, it was not able to transmit to the distal tip of the guide wire. Upon removal of the guide wire, it was found to be separated 30cm proximal to the tip. The guide wire was noted to be in the coronary on cine, but fortunately the separated guide wire was in the guiding catheter. The balloon catheter was advanced and inflated to hold the guide wire against the guiding catheter and the devices were removed as a single unit. Reportedly, there was no patient injury.